Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and could not confirm the impedance had been gradually increasing. Ts recommended following actions. The device remains in use. No adverse patient effects were reported.